Manufacturer narrative:
Concomitant medical products: product ID: 3625, product type: screening. (B)(4).

Event description:
It was reported that trial started on (B)(6)-2015 and therapy has never helped patient's leakage symptoms, not getting therapy effect since implant. The patient felt stimulation down right buttocks area and right "lip of vagina" only. It was noted that patient stopped feeling stimulation night prior to this call and was suspecting the lead has moved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.